Event description:
It was reported that during a da vinci rectopexy procedure the cable on the double fenestrated grasper instrument frayed. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the proximal clevis hub. The clevis does not exhibit any wear. The broken strands stick out at the wrist. The other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.